Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation cannot be confirmed. No damage to the anchor is observed or can be verified from the available image. The eyelet, however, has been detached from the device. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to off-axis loading, improper bone preparation or prying and leveraging the device with excessive force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 25th nov 2025, it was reported by an arthrex's employee via an email that for 2 units of ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, both anchors broke during insertion. All broken pieces were retrieved from the patient. This was detected during a left shoulder rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-2324bcc. There were no patient harm and no secondary procedure needed.